Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. D4: batch # 545d01. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damaged. The reload had the proximal 7 drivers up and the remaining drivers down with staples present and the swing tab in the unlocked position and the knife not completely within the doghouse. In addition, a tyvek was received along with the sample. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Additionally, a photo was provided and it showed some drivers up on the proximal end, knife exposed and swing tab in unlocked position. The reported event was confirmed and related to improper use of the device. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer to instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 545d01, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic colectomy, when visually checked it before use, the staple drivers were raised to the third row from the root, and the knife had slightly come out. The swing tab was still closed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.